Event description:
During a treatment procedure, resistance was encountered while removing the wire for reshaping. Upon removal the tip of the wire appears to have unraveled. Patient status is listed as "okay."